Event description:
The customer reported a no delivery alarm during the basal rate delivery. The customer also reported that she went to the emergency room recently with a low blood glucose of 26 mg/dl. The customer stated that she gave herself too much insulin for the food she consumed. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.